Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as a mistake made by the patient. On an unreported date, the patient was hospitalized for the event. On an unreported date, the patient began treatment with vancomycin (1 gram every four days, route and duration not reported), amikacin (125 mg daily, route and duration not reported) and magnex (2 mg daily, route and duration not reported) for peritonitis. The action taken with dianeal therapy was not reported. At the time of this report, the patient was recovering from the event. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). Upon follow up it was reported, on an unreported date the antibiotics were completed. On an unreported date the patient¿s effluent was clear and the patient had recovered and doing well. Should additional relevant information become available, a supplemental report will be submitted.